Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 429 mg/dl at the time of incident. Customer's other blood glucose values were above 400 mg/dl, 464 mg/dl and 376 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that they did not allege insulin pump was under delivering. Customer treated with insulin pump and manual injection. Customer reported that they received insulin flow blocked alarm. Customer performed high pressure test, self test and displacement and all test were passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.